Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that inappropriate atp therapy was observed on a device when an asymptomatic patient presented in the clinic for normal follow up. Review of egms showed oversensing on the atrial channel. It was also observed that there was no atrial lead listed nor atrial egm channel enabled. Reprogramming the device was recommended for next follow-up. The patient condition is good.